Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 174899: (B)(4) items manufactured and released on 03/02/2018. Expiration date: 02/19/2023. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 8 months from the primary due to pain caused by a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem, cocr head and the liner successfully.